Manufacturer narrative:
One 1.2mm nitinol guidewire was returned for evaluation. Guidewire was received with a small portion (3.340) of its length broken off. Break area shows no material voids. The break area shows significant signs of elastic deformation. The guidewire has been significantly bent resulting in its failure. Potentially the cause for this device failure was excessive forces were applied to the instrument, causing a result in failure. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a hip arthroscopy using the 72202998 gd wire nitinol 1.2 x 45cm, the device broke. Nothing was left in the patient and no injuries were reported. No other complications were noted.